Manufacturer narrative:
The case description states the user received a 1 unit uncommanded bolus. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Investigation of the android log files confirms the delivery of a 1 unit bolus. The log files show the user interacted with the controller to enter the bolus calculator screen. It also shows the user changed the total bolus amount to 1 unit. The user then confirmed and started the bolus. Evidence of interaction with the controller was observed to program and deliver the bolus. No evidence of an uncommanded bolus was observed. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.6 cloud - smartphone operating system 17.5 cloud - smartphone hardware iphone14.4 cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's father reported on (B)(6) 2025 his pdm (personal diabetes manager) delivered an uncommanded bolus of 1 unit around 10:45am. The patient was at school and being observed by the school nurse when the uncommanded bolus was delivered. The controller was reported to be in a bag with his diabetes supplies, which was in his backpack. The father denied the patient or school nurse delivering the 1 unit bolus and reported the omnipod system was in manual mode. The last reported interaction with the controller was at 7:30am when the patient ate breakfast. No abnormal behavior from the controller leading up to the reported uncommanded bolus. Blood glucose levels were reported to be between 54-69 mg/dl. No medical attention was required. The pdm is being replaced, and the patient's father stated he would send a screenshot of the uncommanded bolus and upload data from the device for investigation.

Manufacturer narrative:
The physical controller was received for investigation. Analysis of android log files from the controller was consistent with the previously analyzed, user uploaded, cloud log files. Physical testing of the returned controller found no issues that would contribute to the reported event. The bolus calculator was found to correctly calculate boluses based on carb and blood glucose inputs as well as the user's settings. All boluses delivered during testing required interaction with the controller to program and start. Touchscreen testing found no evidence of increased screen sensitivity or phantom touches. No instances of pod self-deactivation or the controller restarting unexpectedly occurred during testing.